Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery and a21 or e21 alarms due to unresponsive button. However, the insulin pump powered up properly after battery installation; no blank display or stopped at the number 3 and start up noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she delivered a bolus since her blood glucose was high and the pump started beeping no delivery. Customer took the battery out and put it back in. The pump counted 1 to 2 and then turned off. Customer turned it back on and it shows an unexpected restart alarm on the screen. Customer had removed the pump for a little over 24 hours. Customer was assisted with rewinding and reprogramming the pump. Customer was explained that this is normal pump behavior and that resetting the time will resolve the issue. Customer called again and reported that the insulin pump will not pass the number 3 when it starts up. The pump is alarming and the alarm cannot be cleared. Customer has removed the battery from the pump. Customer agreed to return the pump and understands that no pump will ship in its place.